Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device after a coronary interventional procedure. Reportedly, the device failed. After the device failed, the physician pulled out the device and the patient began heavily bleeding. To get control of the bleeding, manual compression was held but was unsuccessful. The physician obtained access in the right common femoral artery and deployed a balloon in the left common femoral artery to achieve hemostasis. Tissue damage was noted and was treated with manual compression and the balloon. The patient was taken to recovery, and a few moments later, a vascular surgeon was called as perfusion to the leg was in question. Ultimately, no surgery was performed. There was a reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of tissue injury, ischemia and hemorrhage are listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.